Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "system error 105" was reproduced and confirmed during eval. This error message has been attributed to a failed motor (slex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no pt injury.